Event description:
It was reported that patient received inappropriate therapy. Upon interrogation, alerts were received for possible output circuit damage and out of range lead impedance. Aborted therapies were found. Noise was observed during isometric and positional testing. Physician will consider system replacement. Lead issue suspected. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.